Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.

Event description:
It was reported that "screw head sheared off screw." No adverse consequence to patient.